Event description:
Adverse event(s): "no patient injury reported" (no consequences or impact to patient). Product problem(s): "system messages displayed" (device displays error message). The nurse reported, the footswitch was not detected. Several system messages displayed during set up. The nurse borrowed a footswitch from their sister facility. The cases were delayed an hour and a half. No patients were prepped or blocked. No patient injury was reported

Manufacturer narrative:
The footswitch has been received and in-house testing is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary when additional reportable information becomes available. (B)(4).